Event description:
It was reported that the 9800 system's column would not move up or down intermittently during a case. The patient table was adjusted to compensate for the c-arm column failure. No injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the power supply. The system functions as intended.